Event description:
The customer's mother called to report a motor error alarm. The customer's blood glucose levels were high and he had ketones. The mother stated that the customer was being rushed to the hospital for treatment. Troubleshooting was attempted, but the insulin pump could not rewind. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.